Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas stating the patient experienced a blood glucose (bg) value of 541 mg/dl with ketones. The patient reportedly was treated with 4.5 units of insulin via correction injection, the site/set/cartridge was replaced and the patient¿s bg came down 2 hours later. The reporter stated that two nights ago when trying to prime 137 units of insulin from the pump, no insulin came out through the tubing and the patient did not receive insulin. The reporter reportedly noticed that the cartridge compartment was wet. This complaint is being reported due to patient experiencing a hyperglycemic event and due to the allegation that the cartridge compartment was noted to be wet and therefore, there may have been an issue with the cartridge.